Manufacturer narrative:
The customer performed troubleshooting which included: calibrating the sample probe, the r1 reagent probe, and a precision run that was acceptable, which resolved the issue. The ict module serial number (B)(4) (expiration date 22feb2019) was in use at the time of the event and had been onboard 101 days which is beyond the 3-month use warranty period. A review of the architect, serial number (B)(4), service history found no additional contributing factors and no additional reports of discrepant or inconsistent sodium, potassium, and/or chloride results have been reported. A 12-month review of complaint and trending data for the sample probe list number 01g48-04, the reagent probe, list 01g47-04, and the architect c systems did not identify any trends or systemic issues. The architect system operations manual and ict sample diluent package insert provide adequate information regarding handling samples, patient result flagging, maintenance, component replacement, operational precautions and limitations of result interpretation, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for the architect serial number (B)(4), the sample probe ln 01g48-04, or the reagent probe 01g47-04. Correction to section d.11 concomitant from ln unknown to serial # (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium (na) values while using architect c4000 analyzer ict module. The following data was provided. The low value was flagged critically low. Sid (B)(6) initial 116 mmol/l, repeat 140 mmol/l, repeat using another analyzer 140 mmol/l. No impact to patient management was reported.